Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) result obtained on a patient sample on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension® exl¿ with lm integrated chemistry system. The result was reported to the physician(s), who questioned the result. The same sample was reprocessed on the same instrument producing another elevated result. The same sample was reprocessed on an alternate dimension® exl 200 instrument and a lower result was obtained, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
Additional information (02-aug-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated loci high-sensitivity troponin I (tnih) results. Hsc reviewed the information provided by the customer and the instrument data. Quality control (qc) and calibration were within specification and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications and the system is fully operational. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00207 was filed 27-jul-2022.